Event description:
The hcp reported that pt had experienced some breakthrough pain, but no serious withdrawal events. At one refill visit, the hcp removed 4cc of drug from the reservoir, and was able to refill with only 10cc insted of the expected 18cc. Pt changed the tubing and needle, but was still not able to refill the add'l 8cc of drug. The refill prior to this one was reported to have been normal. The pump was explanted and replaced and returned to the MFR for analysis. The pt is reported to be doing fine after the replacement surgery.